Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the triclip steerable guide catheter (tsgc) preparation, a leak was observed in dilator while de-airing. The tsgc was replaced with another device to complete the procedure. During the procedure, one triclip was successfully implanted. Post deployment of second triclip, septal leaflet was observed to be damaged. The procedure was concluded with deployment of two other triclips. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak/splash (loss of fluid column during prep). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported dilator leak during prep could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a